Event description:
The healthcare professional/emt called lifescan (lfs) on november 7, 2006 and alleged that the facility's meter was reading inaccurately high. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the patient to verify the information obtained. A letter was mailed on november 9, 2006, since the user could not be reached by telephone for further clarification. The paramedics were called to a patien'ts home (reason unknown). The patient was tested on the paramedic's meter and the result was 306 mg/dl. The patient was not given treatment. Approximately 10 minutes later, the patient was tested on the hospital meter and the result was 42 mg/dl. The patient was treated at the hospital. The patient did not have the meter available to perform troubleshooting. Control solution tests were performed on the meter, which did not pass. This complaint is being reported, as the precision test and control tests failed and the patient was found to be hypoglycemic on the hospital meter after a result of 303 mg/dl was obtained on the paramedic's meter. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.